Event description:
It was reported that, during a tka surgery, a jii fastpak femoral trial left sz 5 broke in half during impaction. The procedure was resumed, after a non-significant delay, with standard instrumentation and a standard femoral trial. No injury was reported as a consequence of this issue.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the device broke into two pieces. Both pieces were returned. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that incorrect positioning of the impactor (specifically being placed backwards and locked down too tightly) leads to crack initiation when the trial is placed on the impactor and then potential fracture during trial placement on the bone, is an isolated event dependent on user handling and impactor positioning. This outcome is preventable with proper training, emphasizing correct trial-impactor assembly and use. Therefore, user-specific factors play a critical role, and ¿tips and tricks¿ marketing training and customer onboarding are important to ensure proper handling and mitigate such occurrences. Given the clear link to user error and the efficacy of targeted training in preventing this issue, no escalation is required at this time, but proactive education for new customers is recommended (and currently taking place). A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there are no prior actions related to this product and event. According with the inspection drawing, the final inspection includes the verification of part configuration per print and that parts are free of burrs, steps or sharp edges. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: h10 (roi). H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device broke into two pieces. Both pieces were returned. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that incorrect positioning of the impactor (specifically being placed backwards and locked down too tightly) leads to crack initiation when the trial is placed on the impactor and then potential fracture during trial placement on the bone, is an isolated event dependent on user handling and impactor positioning. This outcome is preventable with proper training, emphasizing correct trial-impactor assembly and use. Therefore, user-specific factors play a critical role, and ¿tips and tricks¿ marketing training and customer onboarding are important to ensure proper handling and mitigate such occurrences. Given the clear link to user error and the efficacy of targeted training in preventing this issue, no escalation is required at this time, but proactive education for new customers is recommended (and currently taking place). A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection drawing, the final inspection includes the verification of part configuration per print and that parts are free of burrs, steps or sharp edges. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.